Event description:
Edwards received information that eleven (11) years, eight (8) months post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to severe aortic stenosis. A 23mm transcatheter valve was implanted transfemorally into this (B)(6) high-risk female and there was trivial regurgitation with a minimal gradient observed post-implantation. The patient was then transferred to the intensive care unit in stable condition and was later discharged in stable condition on pod #2.

Manufacturer narrative:
Method: device remains implanted. Additional manufacturer narrative: the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.